Event description:
It was reported that the pt received a durom hip generic on the right hip on (B)(6) 2007. A revision surgery is scheduled on (B)(6) 2013 due to pain stated by the pt. Another reason for the scheduled revision surgery is not known at this time.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. As neither article, nor lot number is known, the review of the quality records could not be performed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).